Event description:
The manufacturer received information alleging a trilogy ev300 device failed final tests for active exhalation control module (aecm). There was no allegation of patient harm. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.